Manufacturer narrative:
Qn#(B)(4). The customer returned one unit of 528235 visistat 35w 6/box for investigation. Visual examination of the returned sample revealed that the staples appeared aligned with a gap at the front of the device. The stapler was returned with 38 staples remaining in the cover block. The trigger was returned not engaged. Evidence of use in the form of biological material was present on the device. Upon closer inspection, it was revealed that rail on one side of the cover block was bent upwards at the front of the device. Proper functional inspection could not be performed due to the deformed rail. Upon engagement of the trigger, the stapler failed to fire. The rail was observed to deformed on one side of cover block preventing any staples from move forward. Die casting anomalies were discovered on the forming tool of the returned sample. No other defects or anomalies were observed. The manufacturing site was consulted regarding this complaint. The manufacturing team determined that the probable root cause is due to a supplier defect. A non-conformance was opened to further evaluate this issue. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sam ple received. Visual examination of the returned sample revealed that the staples appeared aligned with a gap at the front of the device. Upon closer inspection, it was revealed that rail on one side of the cover block was bent upwards at the front of the device. Proper functional inspection could not be performed due to the deformed rail. The manufacturing team determined that the probable root cause is due to a supplier defect. A non-conformance was opened to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "while the staples are deployed correctly, the stapler did not detach properly from the patient's skin after firing. 2ea was used on one patient". See associated MDR# 3003898360-2025-00227.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "while the staples are deployed correctly, the stapler did not detach properly from the patient's skin after firing. 2ea was used on one patient".